Manufacturer narrative:
A review of the device history record was conducted, and all mfg operations were found to be within specification. A review of the lot history found no other complaints for the lot. I-flow received one partially full pump for eval and investigation. Visual exam revealed that the pump was received with the pinch clamp missing and a knot in the tubing. The directions for use (pn 1304265, rev. G), "clamp is provided to stop the infusion. Do not remove or break clamp." The knot was undone, and the pump was refilled with normal saline solution to the reported fill volume of 550ml. A flow rate accuracy test was performed. The flow rate accuracy testing was within specification. Product complaint is not confirmed for fast flow.

Event description:
(Drug/diluent: ropivacaine 0.5%). (Procedure: shoulder arthroscopy). Fast flow. The pump was filled to 550 ml set at 8 ml/hr. After 24 hrs post op, there was less than 200 mls in pump. Per dfu: nominal fill volume: 400ml and maximum fill volume: 550ml. Saf flow rate: 2, 4, 6, 8, 10, 12, and 14ml/hr.